Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a case in aortic position by transfemoral approach, when the 26mm sapien 3 ultra resilia valve exited the 14f esheath+, there was a popping appearance on the fluoro monitor. The team scanned down to the iliac and noticed the sheath appeared to be split and the commander delivery system appeared to be outside the sheath about halfway down. Upon further investigation, there was a strut pointing down toward the patient's feet. The decision was made to remove the delivery system/valve. The delivery system was rotated so that the strut would be facing into the closed portion of the sheath, and it was noticed that two struts were bent downward. Both struts were on the skirt end of the valve. The physician slowly retracted the sheath incrementally several centimeters and then retract the delivery system. The physician repeated these steps until they felt resistance. At this point the valve on the delivery system was in the common femoral artery, but they could not retract anymore. Fearing vessel dissection, the team upsized the contralateral sheath to an 11 fr and placed a wire up and over from the left to the right and had an 11 mm balloon on the wire which they inflated to control the left iliac artery. This allowed them to control the right groin site to perform a cutdown of the right groin, expose the common femoral artery, and pull out the sheath with the valve on the delivery system. The right vessel was repaired by the vascular surgeon and then a left transfemoral approach tavr was performed to implant a 26mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The returned device was visually inspected for any abnormalities, and the following was observed: crimped valve: two struts were bent at the inflow, almost 180 degrees. The valve frame was distorted/canted. Post-expanded valve: the bent struts remained after expansion. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The complaint for valve frame damage was confirmed through returned product evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfering with access vasculature resulting in additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the january 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: -excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, "when the 26mm s3ur valve exited the 14f esheath+, there was a popping appearance on the fluoro monitor. The team scanned down to the iliac and noticed the sheath appeared to be split and the commander delivery system appeared to be outside the sheath about halfway down. Upon further investigation, there was a strut pointing down toward the patient's feet". The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufactu ring and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no corrective or preventative actions are required at this time.